Event description:
A flight nurse reported to the esp call center stating that she was trying to switch the patient over to the cs300 iabp used for transporting had an electrical test failure code #50 (motor speedout of specification). She had already restarted the pump a few times prior to calling but the alarm persisted. The flight nurse turned off the cs300 one more time and waited 10 seconds at least prior to turning it back on. The alarm resumed on startup. The company call center representative recommended taking the hospital pump stripped down to a smaller version. The flight nurse stated she was calling for an alternate transport vehicle and hung up. The flight nurse stated the name of the hospital as (B)(6), but there is only (B)(6) hospital in (B)(6). The flight nurse did not state the transport service she worked for prior to hanging up. The esp representative called (B)(6) hospital and talked to the ICU nurse and the nurse stated that they transported a patient that evening initially using a satellite helicopter out of (B)(6) in (B)(6). However their pump did not work and they used grounds transportation. No patient injury.

Manufacturer narrative:
There is no documented service that was performed to the cs300 with the electrical code 50 alarm. Compliant investigator tried to contact flight nurse on (B)(6) 2014 with the provided contact information but was unable to make contact for additional information about the flight transport service which could lead to the cs300 with electrical code 50 failure. Also, contacted the company representative on (B)(6) 2014 that would have serviced the flight transportation company iabp for the fame of the flight transportation service via email and no additional information was provided. Ref: (B)(4).